Manufacturer narrative:
(B)(4). Date sent: 11/24/2021. D4: batch # unk. Additional information was requested, and the following was obtained: please confirm that the packaging integrity was compromised. ----- outer packaging intact, but the sterile packing was damaged. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was returned and the tyvek was returned along with the reload for analysis. Upon visual inspection, the tyvek was noted to be without apparent damage. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no tyvek damaged was noted. The reported complaint could not be confirmed. This report is not intended to deny that a problem was experienced with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic surgery for rectal cancer surgery, before used on the patient, open the packing and noted the sterile packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.